Manufacturer narrative:
P-cap locked in place properly during testing. Unit doesn't meet product specification due to a broken battery cap. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery thread, cracked battery tube compartment, broken battery cap, missing battery cap contact, and cracked corner of belt clip rails. In summary, the customer¿s allegation of cosmetic damage to the reservoir compartment was not confirmed during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the reservoir compartment of the insulin pump being damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the device was returned for analysis. No product return is required for mmt-7841zn.